Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: was the suture broken and also frayed or just broken? Broken and frayed as well procedure name and date? CABG, reported within 24 hours of becoming aware, exact procedure date not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a CABG procedure in 2021 and suture was used. During the procedure, the suture broke and frayed. No adverse patient consequences were reported. Additional information was requested.